Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces.

Event description:
The customer's stepfather reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.